Event description:
Pt to clinic for bag 4 pump tubing change daily. Received call from pt's family. States alarm "air inline". Unable to troubleshoot on phone. Pt dropped bag with pump between clinic and home. Family member states tubing disconnect. Pt's pump turned off per instruction to clinic for serial number evaluation. Tubing broke in two just prior to pump entrance. Blood backed up to filter. Disconnected. Flushed with 10 ml ns. New bag tubing applied with next dose delay to 4p.